Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 was failed and could not recover. A field service engineer (fse) addressed an issue where drawer 1.1 was repeatedly failing and cubie pockets were not being detected during testing in the hardware test application. The fse removed the rear panel and verified that the controller board indicator lights were normal, then powered down the station and reseated all cables connected to the drawer. The fse restarted the station and retested the drawer in the hardware test application, confirming that it functioned correctly. The fse then restarted the application, after which the customer was able to access the drawer and manage medication inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 continued to fail whenever it was accessed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.